Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the when trying to launch spine software, the representative received sr manager failure. He tried three times with no resolved. He tried to uninstall and reinstall software without resolved.

Manufacturer narrative:
The computer was returned to the manufacturer. Functional testing found that the component hard drive was failing causing the issue. If information is provided in the future, a supplemental report will be issued.